Event description:
The account alleged the brakes were not holding when locked. No injury reported.

Manufacturer narrative:
Technician found the brakes were not holding when locked. Replaced all four casters to resolve this issue. Bed found in storage.